Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs, and confirmed the reported complaint. The high powered display unit and compact flash card were replaced, and the unit was returned to service.

Event description:
The hospital reported that, intermittently during a case, the screen went black and displayed a system error. The clinician reportedly cycled power to resolve the reported complaint. There was no reported patient injury.